Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a broken power module backup battery clip was able to be confirmed. The power module (serial number: (B)(6)) was not returned for analysis, however, the broken battery clip was retuned for analysis. The clip was inspected and the positive terminal on the clip was broken and bent. The clip was not inserted into a test power module due to the damage. No further testing as conducted. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the power module (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. The heartmate power module IFU (rev. B) section 11.0 ¿routine maintenance¿ instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Routine maintenance also includes the unit¿s internal backup battery being replaced. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the power module had a broken battery clip.